Manufacturer narrative:
Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The physician noticed increased clot formation one week post procedure. The patient was treated with anticoagulation medications.

Manufacturer narrative:
Evaluation summary: the generator was received and forwarded to the supplier for service. When powered up, the lcd display had vertical lines on the right side. The rf isothermal cable and the backlight inverter pca were replaced. The scratched top enclosure, mmc card and cracked cabinet feet were also replaced. Battery checks were found good at 3.03v. Ferrite cable ties check was also good. Reran ran test functions and all tests passed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.